Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure using an xi system, the customer received (B)(4) errors while the system was idle before docking. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed (B)(4) errors from universal surgical manipulator (usm) arm 2. The site power cycled the system during the call, and the errors temporarily resolved; however, the tse cautioned that the error could return. When the issue reappeared during case creation, the site began swapping the patient side cart (psc) with another da vinci system. After installing the replacement psc, a (B)(4) error occurred due to mismatched software. The tse informed the customer of the software mismatch and advised bringing in the vision side cart (vsc) and surgeon side console (ssc) from the same system as the replacement cart. The procedure was aborted to another da vinci system and delayed by more than 30 minutes. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Customer confirmed event was not in (B)(6). Intuitive did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the complaint error 4008. In logs, the 40084 error was found on axes controller motor (acm) indicating communication issues on parallelogram fiber, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the fiber test failed on parallelogram fiber, replicating the reported event.